Manufacturer narrative:
(B)(4). D10: concomitant devices: 42532007101, tibia cemented 5 degree stemmed left size e, 66691872, 42540000029, all poly patella cemented 29 mm diam, 66706052, 42502206601, femur trabecular metal cruciate retaining (cr), 66638747. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial tka. Subsequently, they had a revision approximately 2 years post-implantation due to instability, during which the articular surface was exchanged. The surgical technique was utilized; there was no surgical delay. Attempts have been made and no further information has been provided.